Manufacturer narrative:
Concomitant medical products: 4298-78 lead, implanted: (B)(6) 2016; dtba1q1 device, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent right atrial (ra) lead undersensing was observed during recorded arrhythmia episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.